Event description:
The patient contacted lifescan alleging that their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mg/dl", instead of "mmol/l". The patient visited their physician's office due to the perceived high results. The physician tested the patient's blood glucose level; however, no results were specified. No treatment was received. The patient neither alleged harm nor experienced injury of medical intervention. The customer care representative verified that the meter was previously set to the correct measurement and the unit of measurement had not been recently changed through the meter settings. The patient had recently changed the calibration code. There is no indication that the recoding would have affected the unit of measurement, since the recoding does not occur within the meter setting options. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. A complimentary vial of control solution was sent.